Event description:
It was reported that a lead integrity alert (lia) triggered, and the patient received inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. The patient claimed that they did not hear the device tone until months after the alert. The clinician confirmed that patient is hard of hearing. A lead replacement procedure was planned. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).